Event description:
It was reported that the patient return of pain was "more severe than when he had the pump replaced". The patient's catheter became dislodged 3 years ago and he thinks it has happened again. The next pump refill date was scheduled for (B)(6) 2010. The patient was receiving low dose morphine and another unknown drug. The patient planned to travel to another state until mid (B)(6) 2010, and planned to find a different hcp. See also manufacturer's report #: 3007566237-2010-01735.

Manufacturer narrative:
(B)(4).